Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that a crack was observed in the bd insyte¿ autoguard¿ shielded IV catheter tip during the puncture. The following information was provided by the initial reporter, translated from portuguese to english: "during the venous punction was identified a crack in the flexible catheter's tip".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was observed in the bd insyte¿ autoguard¿ shielded IV catheter tip during the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the venous punction was identified a crack in the flexible catheter's tip."